Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with intraperitoneal vancomycin (two grams for three weeks, frequency not reported). The patient was discharged from the hospital five days after being admitted. At the time of this report, the patient was recovering from the event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.